Event description:
During an ercp procedure, the physician used a cook endoscopy fusion wire guide locking device to secure the wire guide after cannulation. The physician encountered resistance when passing an accessory device through the fusion wire guide locking device and so inserted a metal device through the port. The inner component of the fusion wire guide locking device was dislodged from the device and passed into the pt's duodenum through the endoscope accessory channel. The physician retrieved the inner component using biopsy forceps. No injury to the pt was reported.